Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer that she experienced bacterial infection in her eyes after wearing the contact lenses. Consumer was sought with the medical attention. It was diagnosed with conjunctivitis on the first visit and was treated with chloramphenicol, neomycin, phenylephrine. On the second visit which is approximately after three weeks the consumer was diagnosed with keratitis and was prescribed with sodium carboxymethylcellulose, glycerin, trehalose. The current status of consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received.